Event description:
A report was received that the patient developed skin infection at the pocket site. Symptoms of infection was redness. Antibiotic was prescribed and the infection appeared to have cleared up. The infection was believed not to be device related but was related to the procedure. The patient was doing well.

Manufacturer narrative:
Additional information was received that the serial number of the ipg could not be obtained.

Event description:
A report was received that the patient developed skin infection at the pocket site. Symptoms of infection was redness. Antibiotic was prescribed and the infection appeared to have cleared up. The infection was believed not to be device related but was related to the procedure. The patient was doing well.